Manufacturer narrative:
According to the medwatch report (mw5188318), after a "lateral lumbar interbody fusion at l2-5 and percutaneous posterior spinal fusion at l2- 5" it was identified that the patient suffered "two burns" at the site of the grounding pad or the "right posterior leg". The medwatch report (mw5188318) identified that the grounding pad was being used with a "medtronic type: electrosurgical generator". The report identified the burn as a "superficial (first degree) burn". The report did not identify any medical intervention that was required or serious injury that occurred as a result of the reported event. The initial reporter was not revealed in the report therefore additional information related to the reported event was unable to be obtained. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the medwatch report (mw5188318), after a "lateral lumbar interbody fusion at l2-5 and percutaneous posterior spinal fusion at l2- 5" it was identified that the patient suffered "two burns" at the site of the grounding pad or the "right posterior leg".